Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to location of device is unknown.

Event description:
It was reported patient¿s hip was revised approximately 6 year post implantation due to pain, metallosis and trunnionosis. Corrosion was found in the femoral head. The femoral head was removed and replaced. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported under MFR number (B)(4).